Manufacturer narrative:
On 1/9/2020, the investigation on the suspected medical device was completed. The manufactured date was initially reported as 8/10/2018. However, after a manufacturing record evaluation review, the actual manufactured date was found to be 8/8/2018. The relevant field has been updated. Investigation summary: according to the received information, the patient developed capsular contracture. During visual inspection of the device, no apparent damage was observed. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left-sided grade iii to IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 750cc mentor memorygel breast implant and experienced postoperative left-sided grade iii to IV capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 800cc mentor smooth round moderate plus profile (catalog #: 3502800, serials # (B)(4)) on (B)(6) 2019.